Manufacturer narrative:
The evaluation identified a gap in the distal acoustic lens adhesive. Additionally, the bending section cover glue is chipped, guide pipe at the control body is loose, and bending section has play due to a worn angle wire. The device was last serviced via repair in july 2021. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus was informed via that the customer evis exera ii ultrasound gastrovideoscope was returned to the regional repair center for evaluation of a reported ¿additional channel is clogged¿ which was found during an unspecified event. Upon inspecting and testing, the evaluation identified a gap in the distal acoustic lens adhesive. This report is being submitted to capture the gap in the distal acoustic lens adhesive, the gap can harbor bioburden. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to stress or device handling. However, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) which state: chapter 3 preparation and inspection: 3.2 inspection of the endoscope ¿inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.